Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator immediately when powered on experienced "transducer fault, low pip, low ve and high pip" alarms. Transducer calibration tests revealed that the circuit pressure and exhalation pressure tests failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 has failed.